Event description:
The customer reported being hospitalized with diabetes ketoacidosis. The caller stated that the reservoir was removed and insulin from the reservoir pours out on the reservoir compartment. The blood glucose reading at time of admission was 400 to 500mg/dl. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Please see medwatch report # 3004209178-2014-81675.